Manufacturer narrative:
The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and aspiration and nonconforming for cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. No bend area observed on the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure. The root cause of the cut failure was the absence of the bend in the cutter of the probe. During manufacturing each probe cutter is bent at the tip in order to create the geometry necessary to perform the cut with the port of the needle. The evaluation of the cutter indicated that there was no bend present on the cutter of the returned probe. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the cutter not being bent. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported the vitreotome aspirated the retina causing a retina tear while peeling the membrane at the beginning of a left eye vitreo-retinal procedure. The surgeon changed the vitreotome to complete the procedure. The patient¿s current condition is unknown. Additional information received and further clarified the vitreotome caused a tear with retinal detachment.